Event description:
It was reported that a device was used during a low anterior resection. The device would not fire. The surgeon excised the tissue and reanastomosed with another device. There was no pt consequence.